Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 3006705815-2023-01377. It was reported the patient experienced ineffective stimulation and physician confirmed the lead was fractured. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that surgical intervention occurred to address the issue on (B)(6) 2024. Device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.